Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during generator replacement surgery, the new battery showed an error code 14. They performed diagnostics and the device was fine. However when it was placed in the pocket, the wand had issues finding it, but when it did find the generator error code 14 was observed. The said that electrocautery was not used and they also didn't think that electro static discharge could have caused it either. They removed the generator from the pocket and retried diagnostics and still received the same error message. They decided to then replace the generator. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. The suspect generator has not been received to date. No other relevant information has been received to date.

Event description:
Internal generator data was reviewed from the day of surgery. The received tablet data contained programming history for day of surgery and was reviewed. All interrogations on day of surgery from 12:30 pm - 1:00 pm indicate 98% of the battery remaining with 3.43229 volts. Then at 1:12pm, the eos indicator was seen because the measured voltage was 1.89 volts and there was an error code 14 due to the eos condition of the battery. All interrogations after 1:12 pm show error code 14 and eos condition. Although it was previously reported that the device was not exposed to electrocautery, given the reboot 14 code and how quickly the generator went from 98% battery to 0% the cause of premature battery depletion is likely expose to electrocautery. It was later reported patient's generator was received into product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis for suspect generator was completed and reviewed. Initial data download shows a bor reset occurred on the implant date. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot. The visual observations are most likely associated with manipulation of the device during the implant/explant procedure. An interrogation, a system diagnostic test, and a comprehensive automated electrical evaluation were performed. Other than the noted reboot event, no anomalies were seen, and the device performed according to functional specifications. No other relevant information has been received to date.